Event description:
Complainant alleged that the clinicians attempting to defibrillate a patient (age and gender unknown), using internal paddles with the device, but at some point during the event, the device failed to discharge. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. The complainant was unable to supply any additional patient or event information. In addition, the complainant was unable to return the internal handles that were involved in the event or to supply the serial number of those internal handles, as subsequent to the event the handles not removed from the service, but were autoclaved and put back into service.